Event description:
Customer reports an electric shock from their adc device and further reports that their device is "too hot to hold." Customer further reported their device was cracked/damaged and swelling of the device was observed. Adc attempted to contact the customer for further details however, all attempts were unsuccessful. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre, libre 2, and libre 3 readers is associated with report of corrections and removal number 2954323-mm/dd/23-001-c, submitted to the FDA on 09-feb-23. Adc field action (B)(4) was issued to the us 09feb23.

Manufacturer narrative:
At this time, product has not yet been returned and the provided serial number is invalid. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre reader, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. The device manufacturer date for the reported reader is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.